Manufacturer narrative:
H6: health effect ¿clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient codes (1994, 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2008 through (B)(6), 2008 and not all records received in this time span are relevant to the gore® mycromesh® biomaterial. Patient information: medical history: [none provided] surgical procedures: ¿ (B)(6) 2008: laparoscopic repair of left inguinal hernia with ¿gore-tex micro mesh¿ ¿ (B)(6) 2008: repair of recurrent indirect left inguinal hernia with prolene mesh, using lichtenstein repair implant preoperative complaints: [none provided] implant procedure: laparoscopic repair of left inguinal hernia with ¿gore-tex micro mesh.¿ [implant: gore® mycromesh® biomaterial (unk/unk)] implant date: (B)(6), 2008 ¿ findings: ¿the patient is a 30-year-old male with a history of painful reducible mass of the lateral inguinal area. The patient was found to have an obvious reducible hernia in the left inguinal region. Clinically the right side showed some weakness of the musculo fascial plan with no evidence of herniated viscera preoperatively. During the procedure there was no evidence of hernia defect on the right side. On the left side the sigmoid colon was found to be herniated through the patent and widely open internal inguinal ring. There was evidence of a large internal inguinal sac after reduction of the sigmoid colon. The rest of the intraabdominal viscera were normal.¿ ¿ description of hernia being treated: ¿the abdominal wall and both groin [sic] were prepped and draped suitably. The procedure began by an incision in the supraumbilical area. This incision was then deepened through the subcutaneous tissue. The midline fascia was exposed, opened and the peritoneal cavity was opened bluntly. A 10 mm laparoscopic port was introduced through the fascial defect into the peritoneal cavity. We began co2 insufflation at low flow. After confirmation of free fluid of co2 into the peritoneal cavity and no adverse reaction we switched to high flow insufflation. We used an automatic co2 insufflator with the highest pressure set at 40 mmhg. A 10 mm laparoscopic port was introduced through the umbilical port and inspection of the abdominal contents was performed. The above findings already described were noted. We decided to proceed with laparoscopic repair of the left inguinal hernia. To continue the procedure two additional laparoscopic ports 5 mm in diameter were inserted into the left and right pararectus area. The insertion was performed under direct vision of the laparoscope. We isolated the medial umbilical fold on the left side and we began the dissection on the lateral aspect of the fold using electrocautery. The peritoneal reflection at this level was elevated and the dissection continued above and lateral to the internal inguinal ring. We dissected free the peritoneum and transversalis fascia down to the internal inguinal ring. The hernia sac was reduced into the peritoneal cavity. We then entered the retroperitoneal space. The fat pad covering the cooper¿s ligament was dissected free to expose the entire length of the ligament.¿ ¿ implant size and fixation: ¿we covered the hernia defect with a 7.5 x 12 cm gore-tex micro mesh. The mesh was attached to the cooper¿s ligament medially and to the iliopubic tract laterally using ems staple. The layer of mesh was then reflected upward and covered the entire inguinal floor and secured to the anterior abdominal wall using protack. We then brought the layer of the peritoneum dissected behind the mesh. That layer was attached also to the anterior abdominal wall using staples and protack. There was no evidence of bleeding or bleeding area. The procedure was completed, all laparoscopic ports were extracted from the abdominal cavity, co2 was allowed to escape from the abdominal cavity and wound closure was performed in layers using #0 vicryl to approximate the musculofascial place at the umbilical level and all other wounds were closed subcuticularly using #4-0 pds reinforced with steri-strips.¿ relevant medical information: ¿ (B)(6) 2008: emergency room: ¿positive for fever. Has developed pain, erythema and swelling on the periumbilical region. Exam: abdomen location periumbilical; erythema, tenderness. No erythema on the left groin where he has mesh. Impression: wound infection cellulitis periumbilical area.¿ ¿ (B)(6) 2008: emergency room: ¿abdominal pain.¿ ¿complaint has been going on for last 6 months. Had laparoscopic inguinal hernia repair (B)(6) 2008. No new injury but worsening pain. Impression: left inguinal pain s/p inguinal hernia repair.¿ ¿ (B)(6) 2008: CT abdomen/pelvis: ¿impression: metallic mesh and staples left lower lateral abdomen/pelvis from previous hernia repair noted and present pain is at the mid to lower hernia repair level.¿ ¿ (B)(6) 2008: repair of recurrent indirect left inguinal hernia with prolene mesh, using lichtenstein repair ¿his lower abdomen and left inguinal region were prepped and draped in usual sterile fashion. A small transverse left inguinal incision was made and carried down through subcutaneous tissues and scarpa¿s fascia to the level of the external oblique. The external oblique was then divided in the direction of its fibers through the external ring. The ilioinguinal nerve was identified and was freed up throughout its course. Interestingly, there was a protack visible anterior to the internal oblique and transversalis fascia. This appeared to be close to the ilioinguinal nerve. A decision was made to sacrifice the nerve and excise the protack as this might be the cause of his chronic pain. The nerve was therefore transected proximally and distally with electrocautery and discarded. The protack was excised with electrocautery without having to get into the underlying fascia. It was sent to pathology for gross documentation. After this, the cord structures were easily identified and were isolated using a penrose drain. This was a little bit more difficult as there was some scarring from his previous repair, particularly along the interior aspect of the inguinal floor. The entire cord was freed up without difficulty. Inspection of the proximal cord did reveal evidence of a recurrent indirect hernia sac as well as a cord lipoma. Inspection of the inguinal floor did not reveal any evidence of a direct hernia defect. The indirect hernia sac and cord lipoma were freed up from the adjacent cord structures, back to the internal inguinal ring. The cord lipoma was then ligated at the base and excised. It was ligated with a 2-0 vicryl tie. Attempts were then made to reduce the indirect hernia sac through the internal inguinal ring but this was somewhat difficult as there did not appear to be much of a space to reduce this. The sac was therefore opened, confirming that this was an indirect hernia sac. There was a small amount of omentum present in the hernia sac and this was able to be reduced back into the peritoneal cavity fully. The indirect hernia sac was therefore ligated at its base at the internal inguinal ring with a 3-0 vicryl suture ligature. The excess sac was excised and sent to pathology. The patient was noted to have a small defect in the internal inguinal ring. I attempted to place a small prolene plug through the internal inguinal ring but again there was really not much space to place this below the transversalis fascia and rather than force it into position I decided to abort placement of the plug and to proceed with tightening of the internal ring with a lichtenstein repair. The transversalis fascia at the internal inguinal ring was therefore approximated with two interrupted 0 ethibond sutures, tightening up the internal inguinal ting. A piece of prolene mesh was then placed and fashioned to the inguinal floor. It was secured around the cord structures to create a new internal inguinal ring with 0 ethibond sutures. This was done to allow one fingerbreadth through it so it would not be too tight. The mesh was then allowed to lie over the inguinal floor and appeared to lie very nicely and flat. It was secured medially to the fascia just overlying the pubic tubercle with an interrupted 0 vicryl sutures and to the conjoined tendon superiorly with interrupted 0 vicryl sutures. Upon completion the mesh appeared to lie very nicely with excellent coverage of the inguinal floor. The cord structures were placed back in anatomic position and appeared to lie nicely. It did not appear that the new internal inguinal ring was too tight. Final inspection revealed excellent hemostasis and no complications. The external oblique aponeurosis was then reapproximated over the mesh and cord structures with a running 2-0 vicryl suture. The fascia and subcutaneous tissues were anesthetized with 0.5% marcaine with epinephrine. Scarpa¿s fascia was reapproximated with a running 3-0 plain gut subcuticular suture and steri-strips.¿ (B)(6) 2008: pathology: ¿specimen: hardware ¿ hernia tack, lipoma, hernia sac ¿ left. Gross description: received in formalin, labeled ¿explanted hernia tack¿, is a 0.5 x 0.3 cm silver metallic spiraled metal tack with a small amount of attached adipose tissue. No specimen is submitted.¿ conclusion: it should be noted that the gore® mycromesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2008, whereby a gore® mycromesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred. It was reported the patient alleges the following injuries: pain, mesh failure, recurrent hernia, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) operative report. Preop diagnosis: bilateral inguinal hernias. Postop diagnosis: left inguinal hernia. Operation: laparoscopic repair of left inguinal hernia with gore-tex micro mesh. The technique used was a transabdominal preperitoneal repair with gore-tex micro mesh. Findings: ¿the patient is a 30-year-old male with a history of painful reducible mass of the lateral inguinal area. The patient was found to have an obvious reducible hernia in the left inguinal region. Clinically the right side showed some weakness of the musculo fascial plan with no evidence of herniated viscera preoperatively. During the procedure there was no evidence of hernia defect on the right side. On the left side the sigmoid colon was found to be herniated through the patent and widely open internal inguinal ring. There was evidence of a large internal inguinal sac after reduction of the sigmoid colon. The rest of the intraabdominal viscera were normal.¿ operative report: ¿the patient was positioned supine in the operating table. General endotracheal anesthesia was undertaken. The abdominal wall and both groin were prepped and draped suitably. The procedure began by an incision in the supraumbilical area. This incision was then deepened through the subcutaneous tissue. The midline fascia was exposed, opened and the peritoneal cavity was opened bluntly. A 10 mm laparoscopic port was introduced through the fascial defect into the peritoneal cavity. We began co2 insufflation at low flow. After confirmation of free fluid of co2 into the peritoneal cavity and no adverse reaction we switched to high flow insufflation. We used an automatic co2 insufflator with the highest pressure set at 40 mmhg. A 10 mm laparoscopic port was introduced through the umbilical port and inspection of the abdominal contents was performed. The above findings already described were noted. We decided to proceed with laparoscopic repair of the left inguinal hernia. To continue the procedure two additional laparoscopic ports 5 mm in diameter were inserted into the left and right pararectus area. The insertion was performed under direct vision of the laparoscope. We isolated the medial umbilical fold on the left side and we began the dissection on the lateral aspect of the fold using electrocautery. The peritoneal reflection at this level was elevated and the dissection continued above and lateral to the internal inguinal ring. We dissected free the peritoneum and transversalis fascia down to the internal inguinal ring. The hernia sac was reduced into the peritoneal cavity. We then entered the retroperitoneal space. The fat pad covering the cooper¿s ligament was dissected free to expose the entire length of the ligament. We covered the hernia defect with a 7.5 x 12 cm gore-tex micro mesh. The mesh was attached to the cooper¿s ligament medially and to the iliopubic tract laterally using ems staple. The layer of mesh was then reflected upward and covered the entire inguinal floor and secured to the anterior abdominal wall using protack. We then brought the layer of the peritoneum dissected behind the mesh. That layer was attached also to the anterior abdominal wall using staples and protack. There was no evidence of bleeding or bleeding area. The procedure was completed, all laparoscopic ports were extracted from the abdominal cavity, co2 was allowed to escape from the abdominal cavity and wound closure was performed in layers using #0 vicryl to approximate the musculofascial place at the umbilical level and all other wounds were closed subcuticularly using #4-0 pds reinforced with steri-strips. Dressings were then applied and the patient sent to recovery room in excellent condition. Estimated blood loss was minimal. Fluid replacement about 1-1/2 liters of crystalloid. Sponge and instrument counts were correct.¿ product identification records for the alleged ¿gore-tex micro mesh¿ were not provided. (B)(6) 2008: (B)(6) emergency room visit. Cc: wound infection. Hpi: date of occurrence was 3 days ago. Positive for fever. Has developed pain, erythema and swelling on the periumbilical region. Exam: abdomen location periumbilical; erythema, tenderness. No erythema on the left groin where he has mesh. Impression: wound infection cellulitis periumbilical area. Plan: discharge home. Bactrim ds. (B)(6) 2008: (B)(6) emergency room visit. Cc: abdominal pain. Hpi: complaint has been going on for last 6 months. Had laparoscopic inguinal hernia repair (B)(6). No new injury but worsening pain. Impression: left inguinal pain s/p inguinal hernia repair. Plan: discharge home. Activity: no running, lifting x 1 week. (B)(6) 2008: (B)(6). Radiology ¿ CT abdomen/pelvis. History: left lower abdominal/inguinal pain, history of previous left hernia repair. Findings: patient has had previous left lower abdominal/pelvic hernia repair with radiopaque mesh and multiple metallic staples. The metallic marker indicating the site of pain is at the mid lower repair level. No cutaneous or subcutaneous induration or inflammatory changes. No intraabdominal mass or abnormal fluid collection or inflammatory changes and definite herniation is seen. No bowel dilatation is seen. No abdominal or pelvic free air or free fluid is seen. Vascular structures appear normal. Urinary bladder is not well distended, but otherwise appears normal. Calcification left pelvis at the left vesicovesical angle is considered to be fairly large phlebolith. Moderate amounts of air and feces in colon is present. No lymphadenopathy is seen. Visible lung bases are clear. Liver, spleen, gallbladder, and pancreas appear normal. Adrenals and kidneys also appear normal. Mild rotation of kidneys seen. No mass, cyst or hydronephrosis seen. Aorta and inferior vena cava are normal size. Impression: metallic mesh and staples left lower lateral abdomen/pelvis from previous hernia repair noted and present pain is at the mid to lower hernia repair level. No inflammatory changes, abnormal fluid collection or abnormal air collection is seen. (B)(6) 2008: (B)(6). Operative report. Preop diagnosis: recurrent left inguinal hernia; chronic left inguinal pain. Postop diagnosis: recurrent indirect left inguinal hernia; chronic left inguinal pain; left cord lipoma. Operation: repair of recurrent indirect left inguinal hernia with prolene mesh, using a lichtenstein repair. Complications: none. Procedure: ¿patient was seen in the preoperative area and planned procedure was confirmed with him. Site of surgery was marked. I did discuss his chronic inguinal pain with him further and discussed the possibility of sacrifice of the left ilioinguinal nerve. He was very enthusiastic about doing this and preferred this over continued pain. Again, all of his questions were answered. After informed consent he was taken to the operating room where he was placed in supine position. After adequate general anesthesia was achieved, a time out was held and patient and planned procedure were confirmed and site of surgery was confirmed. Patient was given one gram of intravenous ancef preoperatively and positioned. His lower abdomen and left inguinal region were prepped and draped in usual sterile fashion. A small transverse left inguinal incision was made and carried down through subcutaneous tissues and scarpa¿s fascia to the level of the external oblique. The external oblique was then divided in the direction of its fibers through the external ring. The ilioinguinal nerve was identified and was freed up throughout its course. Interestingly, there was a protack visible anterior to the internal oblique and transversalis fascia. This appeared to be close to the ilioinguinal nerve. A decision was made to sacrifice the nerve and excise the protack as this might be the cause of his chronic pain. The nerve was therefore transected proximally and distally with electrocautery and discarded. The protack was excised with electrocautery without having to get into the underlying fascia. It was sent to pathology for gross documentation. After this, the cord structures were easily identified and were isolated using a penrose drain. This was a little bit more difficult as there was some scarring from his previous repair, particularly along the interior aspect of the inguinal floor. The entire cord was freed up without difficulty. Inspection of the proximal cord did reveal evidence of a recurrent indirect hernia sac as well as a cord lipoma. Inspection of the inguinal floor did not reveal any evidence of a direct hernia defect. The indirect hernia sac and cord lipoma were freed up from the adjacent cord structures, back to the internal inguinal ring. The cord lipoma was then ligated at the base and excised. It was ligated with a 2-0 vicryl tie. Attempts were then made to reduce the indirect hernia sac through the internal inguinal ring but this was somewhat difficult as there did not appear to be much of a space to reduce this. The sac was therefore opened, confirming that this was an indirect hernia sac. There was a small amount of omentum present in the hernia sac and this was able to be reduced back into the peritoneal cavity fully. The indirect hernia sac was therefore ligated at its base at the internal inguinal ring with a 3-0 vicryl suture ligature. The excess sac was excised and sent to pathology. The patient was noted to have a small defect in the internal inguinal ring. I attempted to place a small prolene plug through the internal inguinal ring but again there was really not much space to place this below the transversalis fascia and rather than force it into position I decided to abort placement of the plug and to proceed with tightening of the internal ring with a lichtenstein repair. The transversalis fascia at the internal inguinal ring was therefore approximated with two interrupted 0 ethibond sutures, tightening up the internal inguinal ting. A piece of prolene mesh was then placed and fashioned to the inguinal floor. It was secured around the cord structures to create a new internal inguinal ring with 0 ethibond sutures. This was done to allow one fingerbreadth through it so it would not be too tight. The mesh was then allowed to lie over the inguinal floor and appeared to lie very nicely and flat. It was secured medially to the fascia just overlying the pubic tubercle with an interrupted 0 vicryl sutures and to the conjoined tendon superiorly with interrupted 0 vicryl sutures. Upon completion the mesh appeared to lie very nicely with excellent coverage of the inguinal floor. The cord structures were placed back in anatomic position and appeared to lie nicely. It did not appear that the new internal inguinal ring was too tight. Final inspection revealed excellent hemostasis and no complications. The external oblique aponeurosis was then reapproximated over the mesh and cord structures with a running 2-0 vicryl suture. The fascia and subcutaneous tissues were anesthetized with 0.5% marcaine with epinephrine. Scarpa¿s fascia was reapproximated with a running 3-0 plain gut subcuticular suture and steri-strips. Sterile dressings were applied. Patient tolerated procedure well and was awakened and transported to recovery room in stable condition.¿ there is no mention of gore device removal in the records. (B)(6) 2008: (B)(6). Pathology report. Case #: (B)(4). Final diagnosis: left inguinal region: ¿explanted hernia tack¿ (gross only). Left spermatic cord: benign adipose tissue with two small reactive lymph nodes. Soft tissue, left inguinal region, herniorrhaphy: hernia sac. Specimen: hardware ¿ hernia tack, lipoma, hernia sac ¿ left. Gross description: received in formalin, labeled ¿explanted hernia tack¿, is a 0.5 x 0.3 cm silver metallic spiraled metal tack with a small amount of attached adipose tissue. No specimen is submitted. Received in a separate container of formalin, labeled ¿left spermatic cord lipoma¿, is a 2.5 x 1.5 x 1.0 cm rubbery tan-pink to hemorrhagic and lobulated yellow tissue fragment. The specimen contains lobulated yellow tissue throughout grossly consistent with a lipoma. Representative sections are submitted into 2a. Received in a separate container of formalin, labeled ¿left inguinal hernia sac¿, is a 2.5 x 2.0 x 1.0 cm rubbery tan-pink to hemorrhagic sac-like fragment with a few areas of attached adipose tissue. Representative sections are submitted into 3a. Microscopic description: sections from the left spermatic cord tissue show benign fibroadipose tissue containing two small reactive lymph nodes. Otherwise, the fibroadipose tissue is congested. Sections from the left inguinal hernia sac show portions of benign congested fibroadipose tissue. On one surface, there is a benign monolayer of mesothelium consistent with hernia sac. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2008, whereby an alleged gore device was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, mesh failure, recurrent hernia, additional surgery. Additional event specific information and medical records have been requested.